Manufacturer narrative:
This report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in b5, the device had undergone insufficient reprocessing as foreign material (dirt) was found on the objective lens. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was discovered while evaluating the olympus lucera colono videoscope that insufficient reprocessing has been performed as dirt was found on the objective lens. There was no patient involvement during this event.